Event description:
This report was received from health canada (reference number 924078) via the customer feedback form. The customer reported that the registered respiratory therapist (rrt) was assisting the registered nurse (rn) to transfer patient from bed to chair while patient was wearing bipap mask. The ventilator shut down unexpectedly without an alarm. The customer reported that the v60 device was in clinical use on the patient when the device shutdown. The patient stated he could not breath. The patient was removed from the ventilator and replaced with optiflow nasal prongs at flow of 60 liters per minute (lpm) fio2 90% and oximask with o2 at 15 lpm until the patient recovered. The report also indicated that had the rrt and rn not been in the room at the time of the incident, the outcome could have been worse. The rrt immediately checked for source of problem noting the vent had shut down, display screen was completely black with display showing blower failure. (Rrt) immediately removed patients bipap mask and replaced with optiflow nasal prongs at flow of 60 lpm fio2 90% and oximask with o2 at 15 lpm until patient recovered. Incident report completed by registered respiratory therapist and registered nurse and submitted to management.

Manufacturer narrative:
Upon further review of this complaint. It has been identified that MFR report#: 2031642-2020-02295 is the correct report and is the primary complaint. MFR report#: 2031642-2022-02338 has been identified to be a duplicate and should be nulled.